Manufacturer narrative:
Voluntary medwatch report received: mw5164980.

Event description:
Voluntary medwatch received states that the low voltage lead was abandoned due to product performance issue. There were no patient consequences.